Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced missing additive and poor barrier separation. The following information was provided by the customer: verbatim: ¿some tubes from this lot do not coagulate normally after 30 min and during the centrifugation the separation with the gel is not done correctly and this even after recentrifugation. Other laboratories in our group have the same batch but have no problem.¿ complaint summary detail: this complaint is MDR reportable. This incident could have the potential for harm/serious injury since it may lead to delayed clotting. A delay in clotting could lead to fibrin strands or fibrin masses and have the potential to create erroneous results that may lead to misdiagnosis /treatment of patient. This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. Event type: missing additive, poor barrier separation of sample (as applicable) / malfunction.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced missing additive and poor barrier separation. The following information was provided by the customer: ¿some tubes from this lot do not coagulate normally after 30 min and during the centrifugation the separation with the gel is not done correctly and this even after recentrifugation. Other laboratories in our group have the same batch but have no problem.¿ see pr for additional details. Complaint summary detail: this complaint is MDR reportable. This incident could have the potential for harm/serious injury since it may lead to delayed clotting. A delay in clotting could lead to fibrin strands or fibrin masses and have the potential to create erroneous results that may lead to misdiagnosis /treatment of patient. This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. Event type: missing additive, poor barrier separation of sample (as applicable) / malfunction.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sample quality issues with the incident lot was observed. Additionally, testing of the customer samples was performed and no issues were observed with performance of the gel separator as impervious barriers was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sample quality issues with the incident lot was observed. Additionally, testing of the customer samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.